Event description:
The customer had reported that the device intermittently fails to recognize the battery.

Manufacturer narrative:
(B)(4). The customer had reported that the device intermittently fails to recognize the battery. There was no negative pt impact reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.